Event description:
It was reported that during a procedure of the tortuous, highly calcified right iliac artery, the balance middleweight (bmw) guide wire was positioned and a laser was utilized in the vessel and a non-abbott otw exchange catheter. The exchange catheter was to be removed and an abbott doc extension guide wire was connected to the bmw. During removal of the exchanged catheter over the bmw/doc guide wire, the doc connection separated, but did not break. The exchange catheter and doc extension were removed from the anatomy. The bmw remained in the anatomy; snare devices were used to remove all of the bmw from the vessel. It was noted that the procedure took approximately 40-45 minutes and the patient remained hemodynamically stable without any clinically significant delay. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Laser, spectranetic exchange catheter. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.